Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's experiencing pain at the ipg site. In turn, the patient alleges the site is sensitive to touch, rubs against things, and the device moves freely inside the pocket. As a result, surgical intervention is pending to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2019 wherein the pocket site was revised. Effective therapy was restored postoperatively.